Event description:
Patient's home health nurse stating the curlin 6000cms pump was giving error message "empty lithium battery". We were not able to resolve issue. Patient had gravity tubing in home and nurse will use it to complete the infusion, no dose of medication will be missed. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Gammagard indication: myasthenia gravis and myasthenia gravis without (acute) exacerbation. No further info/details or dates available. Diagnosis for use: myasthenia gravis and myasthenia gravis without (acute) exacerbation.